Manufacturer narrative:
(B)(6): the actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. No foreign material was observed in there turned sample. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was further described as "white plastic". This was identified prior to patient use. There was no patient involvement. No additional information is available.